Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 50cm. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that lead fracture was suspected. An impedance check was performed and it was found out that the entire right lead showed very high impedance. The patient underwent a lead replacement procedure. Intraoperatively, the physician tested the lead in question and found the lead to be inadequate and unusable. The patient was doing well postoperatively.